Event description:
On (B)(6) 2012, the reporter called animas alleging that multiple keypad buttons are unresponsive, needing to be pushed very hard or from the side. The pump is worn in a pocket and a protective lens film is used. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation:the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: during investigation, there was no damage observed to the keypad. The ok, contrast, up and down keys responded intermittently. When the keypad was removed, there was contamination under all the key contacts. Unrelated to the original complaint, it was observed that the display was dim and discolored. It was also observed that there was a crack in the battery compartment.